Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump was no longer vibrating. The customer did not recall the blood glucose reading. The insulin pump failed the self test. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no vibrating due to broken vibrator red wire. However, the insulin pump passed the currents test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at the display window corner and minor scratched display window.